Event description:
It was reported that during a ptca/stent procedure of the obtuse marginal coronary artery, while advancing the stent delivery system (sds) past a previously implanted stent (contrary to IFU), the new stent separated. A balloon catheter was used to capture and expand the stent. The stent was reported to be only slightly proximal to the intended site and a second stent was not required. Reportedly, there was not patient injury.